Event description:
When a clinician was preparing for a catheterization procedure, she was stuck with a needle that was protruding from the prod package. The protective cap had come off of the needle. There was no pt involvement or injury. There was no clinician harm or injury.

Manufacturer narrative:
The needle at issue is not mfg by merit medical sys, inc. However, merit packaged it with other devices to create a convenience kit for the involved health care facility. We have notified the MFR of the event for their own investigation. The actual device involved in the event was rec'd and examined for any obvious defects, which may have contributed or caused the cap to come off of the needle during shipment/handling. There were no anomalies observed which could have contributed to the event. Nevertheless, the packaging configuration has been changed such that the needle is packaged in a separate pouch for inclusion in the kit. This will prevent the cap from detaching from the needle.